Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and was advised that the issue was resolved during the procedure by bringing in another vision side cart.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported issue was confirmable using the logs; significant number of c-38 errors logged on (B)(6) 2026. Errors c-06/m-18/m-11 error patterns were logged on (B)(6) 2025, error m-1f logged on (B)(6) 2025 also of concern. M-1c error also logged in the logs. Inspection during failure analysis was able to replicate the reported event the iesu was tested on the system, c-38 error occurs on monopolar coag operation via both monopolar ports. Bipolar coag and monopolar cut operations successful. C-00 errors in the logs from (B)(6) 2026 match the event timeline and fault condition. The iesu will be returned to the original equipment manufacturer (OEM). Probable root cause is attributed to a defective generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that that the monopolar energy was not working and error c-38 occurred. The customer replaced the monopolar energy cords and instruments, and tried using both monopolar energy ports, but the issue persisted. There was no additional information on how the issue was resolved. There were no reports of patient injury.